Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was elevated (value not provided). Contact requested assistance from tandem technical support (cts) to power off the pump as the customer reverted to using manual injections for insulin therapy. Contact declined to provide further information and declined cts¿s offer to perform a pump system check.